Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf patient code e2114 is being used to capture the reportable event of perforation. Imdrf impact code f23 is being used to capture the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that orca air water valve was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the ercp procedure on a patient with suspected stones, a perforation occurred in the middle of the esophagus. It was reported the co2 was not turned on, there was a slower rate of insufflation with the orca button and minimal resistance during the scopes advancement. The patient was brought to surgery to close the perforation. The procedure was completed using a non-bsc product.